Event description:
Device report received from synthes (B)(4) reports an event in austria as follows: a trochanteric fixation nail helical blade cut through into the acetabulum. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Manufacturer narrative:
Additional narrative: (B)(6). A device history record review was conducted. The report indicates that the manufacturing revealed no complaint related issues. Product development event evaluation and additional evaluation were conducted. The report indicates that the returned items have been sent to the relevant product engineer for investigation; here is the feedback; from a design point of view all returned devices, as far as we could evaluate, have worked as intended. Provided x-ray images show a broad intramedullary canal and due the selected nail length allowed the construct to move under load. A longer and thicker nail could have reduced that movement. This movement, alongside the documented very poor bone quality possibly contributed to the medial migration of the blade and finally led to the cut out into the acetabulum. The returned devices do not show any sign of design fault and the described failure could not be reproduced. Tests: 4 x-rays received (B)(6) 2013. Device was used for treatment, not diagnosis.